Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: injuries or adverse event: no. Are any samples available for return? Yes. Reported issue: we have noticed the 22 gauge x1.00 in jelco IV's there is an issue with the release button. It is sluggish and the needle doesn't completely retract and this poses a safety issue for staff. Customer disposition request: replacement. Report from the customer that the needle was sluggish to retract as well as failing to retract.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter. Injuries or adverse event: no. Are any samples available for return? Yes. Reported issue: we have noticed the 22 gauge x1.00 in jelco IV's there is an issue with the release button. It is sluggish and the needle doesn't completely retract and this poses a safety issue for staff. Customer disposition request: replacement. Report from the customer that the needle was sluggish to retract as well as failing to retract.